Event description:
Patient was implanted with the nalu peripheral nerve stimulator system on (B)(6) 2023. On (B)(6) 2023 the firm was made aware that the patient underwent surgical explant due to infection. System was explanted on (B)(6) 2023. Details around the nature and timeframe of the infection were not made available to the firm.

Manufacturer narrative:
At the time of reporting there have been no allegations of system or component failure. Review of applicable device history records did not identify any excursions that are likely to have contributed to an infection. Infection is a known risk of invasive procedures and does not appear to have been caused by the device.